Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) directly and also from another hcp via a manufacturer¿s representative (rep) regarding a patient who was receiving gablofen (1000 mcg/ml at 231.1 mcg/day) via an implantable pump. The gablofen lot number and other medications that the patient was taking at time of the event were unable to be obtained. The patient¿s medical history was noted as spinal tumors and multiple sclerosis (ms). The indications for use (ifus) were noted as non-malignant pain and failed back syndrome. A hcp initially reported that magnetic resonance imaging (MRI) and a computed tomography (CT) scan confirmed catheter migration; the CT scan reportedly showed that the catheter wasn¿t intrathecal. Another hcp later reported that the CT scan showed that the catheter had been cut. The hcp who initially reported the event stated that the patient didn¿t report withdrawal symptoms, but reported that maybe in the last couple of days, the pump "hasn't been working properly." The change in therapy/symptoms was noted as sudden. The other hcp reported that the patient experienced increased spasticity. It was initially reported that pump replacement was previously scheduled for (B)(6) 2016, however, in light of the catheter migration, they would likely revisit timing and it was later reported that surgical intervention was planned and scheduled to occur on (B)(6) 2016. The event date was noted as (B)(6) 2016. The patient¿s status at the time of the report was noted as alive with no injury and it was noted that the issue had not resolved at the time of the report. Follow-up was conducted for the patient¿s pertinent medical history, other medications that the patient was taking at the time of the event, the cause of the catheter migration, actions/interventions taken to resolve the migration, to ask whether the catheter had a cut or migrated, and whether pump and/ catheter replacement occurred on (B)(6) 2016 as scheduled. If additional information is received, a follow-up report will be sent.